Event description:
Patient allegedly received an implant on (B)(6) 2007 as prophylaxis for deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient alleges tilt, vena cava perforation, migration, organ perforation, perforation of duodenum by ivc filter and protruding prong of an ivc filter causing a non-bleeding duodenal ulcer. Patient further alleges to have experienced, "back pain; abdominal pain; groin pain; stomach hurt for years and years. Ex-girlfriend complained of never being able to get comfort by laying on my stomach. My sex drive has been diluted and can't bend over without stomach hurting. I couldn't hold my urine when the ivc filter was inside of me." Filter explanted on (B)(6) 2018 due to migration and perforation of the duodenum. Per post -procedural note, dated (B)(6) 2018, "a foreign body (protruding prong of an ivc filter) was found in the second portion of the duodenum. The ivc filter prong was seen to be in contact with the opposite wall of the duodenum causing a cratered duodenal non-bleeding ulcer. Successful retrieval of ivc filter." Per abdominal CT, dated 05jan2018, "filter prongs extend beyond the lumen of the ivc. The anterior prong appears to be within the lumen of the proximal duodenum."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per medical opinion, "positive for perforation (grade 3) and tilt, negative for migration according to the medical record, the cook gunther tulip ivc filter was placed on (B)(6) 2007. Ivc filter placement on (B)(6) 2007. Cook gunther tulip filter. No tilt. Sup l1 to sup l3. Abd xray on (B)(6) 2007 cook gunther tulip filter. Tilt to right 27 degrees from mid spine line (not accurate as it is not measured from cava). Sup l1 to sup l3. No migration." "CT abd on (B)(6) 2018. Cook gunther tulip filter. Sup l1 to sup l3. Tilt to right 15 degrees from mid ivc line. No tilt in coronal plane. No migration. Grade 3 perforation. Anterior strut in duodenum- 20 mm outside the ivc. Left lateral strut abutting aorta- 18 mm outside the ivc. Posterior strut abutting l3." "Ivc filter retrieval on (B)(6) 2018. Cook gunther tulip filter. Sup l1 to sup l3. Tilt to right 15 degrees from mid ivc line. No migration. Successfully removed in entirety".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation ¿ investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported duodenal ulcer, pain, and decreased libido are directly related to the filter and unable to identify a corresponding failure mode at this time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. The following allegations have been investigated: tilt, vc/organ perf, migration, duodenal ulcer, pain, decreased libido. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - unspecified injury." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.